Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the staple line fell apart. It was noted that the clinical sales associate (csa) called in to report that the surgeon had informed him that the issue occurred during yesterday's case. The surgeon reported that they had to adjust the angle and staple over the previous staple line. The technical support engineer (tse) reviewed the system logs and did not find any related information. The csa reported no issues with the stapler fire or clamp. The csa also reported no advisories or tones. The customer did not save the sureform 60 stapler instrument and/or reloads to send back for evaluation. The procedure was completed robotically. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and no issues were noted. The surgeon was working with an internal carotid artery (ica) at the time of the event. The surgeon chose the green reload because it was his preferred reload for this task. The instrument was in use for about 10 minutes and completed two fires. Both stapler fires were involved with the reported event. It was confirm there were no errors/messages at the time of the event. There were no obstructions between the instrument jaws. No buttress material was being used. There were no malformed staples, but the staple line did fall apart. There were no clamping issues prior to firing the stapler reload. The target tissues were the bowel and rectum. There was no tissue tension or bunching. It was confirmed there was no patient harm. The stapler instrument and reload will not be returned for evaluation. There are no photographic images of the device(s) or a video recording of the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.